Event description:
According to the info received, the pt had three aortic connectors implanted during a redo CABG. Two days post-operatively, the pt coded, CPR was performed for 20 minutes and then the chest was reopened in the ICU by the on-call surgeon. The aorta was in pristine condition and the two left grafts appeared to be "fine"; however, the right graft at the proximal site was "dislodged" from the aorta. It was reported the graft was occluded and thrombus was observed in the aorta. The pt expired and no autopsy was performed. It was also reported that the pt had not received antiplatelets postoperatively; however, the implanting surgeon was on his way to administer plavix as the pt coded.